Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported complaint. The pst connected the level detector module to lab use only (luo) testing equipment and the returned red and yellow level sensors had no issues when attached to a reservoir as described in the instructions for use (IFU). The system was left operating for a few hours and there were no errors throughout use. The sensors were then attached to a test fixture and tested on both the thin and thick wall of the fixture and operated as intended.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the level sensors were not working. The team used them for the remainder of the case despite giving faulty alarms. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. Upon visual inspection, the sensors were slightly concave. The fsr replaced the level module and level sensors. The unit operated to the manufacturer's specifications. The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain an UDI label, but the applicable UDI information associated with the device is (B)(4). The other replaced and returned sensors' product information are: part number: 195215 serial number: 5735 UDI: the device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain an UDI label, but the applicable UDI information associated with the device is: (B)(4), part number: 195274, serial number: (B)(6) UDI: the device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain an UDI label, but the applicable UDI information associated with the device is: (B)(4).